Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be inoperable uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The manufacturing DHR review found no indication that the complaint is related to a manufacturing issue. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed and exhibited an upstream occlusion. The patient reported no kinks and that the spike was fully inserted into the intravenous fluid (IV) bag. No adverse patient effects were reported by the customer.